Event description:
(B)(6) had 25mm bioprosthetic aortic valve implanted (B)(6) 2013. Patient found to have extensive vegetations over the entire leaflet, there appeared to be dehiscence of the valve in the area of the noncoronary sinus with what appeared to be a root abscess. The valve was excised without difficulty and replaced with 23 mm tissue valve.